Manufacturer narrative:
Tracking # (B)(4). Date sent: 9/29/2004. Info was not provided by the affiliate. Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the device produced malformed clips. The clips were twist and don't close. Another device was used to complete the procedure. There was no pt consequence.